Event description:
It was reported that the customer was hospitalized with dka. Troubleshooting conducted and the unit alarmed e-35 during the high pressure test. Medtronic's sales representative stated the customer is uncomfortable with this pump and requested a replacement.